Event description:
The advocate stated one of her husband's blood glucose readings was not stored in the memory of the contour. No adverse event alleged. The advocate was asked to return the meter for investigation. A replacement meter was sent to the customer.